Event description:
It was reported "occlusion in distal lumen, unable to pass wire during insertion." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information was requested from the customer, however further details have not been provided at this time.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. No signs of use in the form of biological material were observed; however, a green foreign material and white particulates were observed within the distal extension line. A long pin gauge was used to remove the green material from the extension line. The green material appeared pliant and stretchy. Visual inspection of the catheter did not reveal any other defects or anomalies. The length of the catheter body from the juncture hub to the distal tip measured 213 mm, which is within the specification limits of 207-227 mm per catheter product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300psi) to reduce risk of intraluminal leakage or catheter rupture." A lab inventory syringe filled with water was used to flush each extension line. The proximal and medial extension lines flushed as intended. Once the foreign material as removed from the distal extension line, it flushed as intended. Manufacturing stated that a leak test is performed per performed before and after for coated catheter treatment on 100% of the catheter parts. During these tests , all three lumens of the catheter are connected to a leak tester and each lumen is flushed to verify the absence of leaks. In addition, a wire test is performed after the coating process. A wire is passed throughout the catheter, specifically through the distal lumen (the wire is inserted into the tip of the catheter until it comes out through the distal extension line). This test is to detect blockages or constrictions. The sample was sent to the material testing lab for ftir and sem testing of the foreign material. Based on visual and chemical characterization of the foreign material, data supports the white particulates to be mostly sodium and chloride which was likely introduced to the device in the clinical setting. The green foreign material had the highest ftir library match to polyisoprene, which is a component of natural rubber. After further discussions with manufacturing, the green foreign material was determined to not be a catheter-related polymer used in the manufacturing process of the device. Two years of complaint history for finished goods with catheter mc-45703-033b were reviewed and there were no confirmed reports of foreign material inside the device. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of a blocked catheter was confirmed through complaint investigation of the returned sample. Visual inspection of the catheter revealed a green foreign material and white particulates within the distal extension line. Material analysis of the white particulates suggests the device was used within the clinical setting. Material testing of the green material and discussions with manufacturing suggest the foreign material is not a catheter-related polymer used in the manufacturing process of the device. The returned catheter met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Two years of complaint history for finished goods with catheter mc-45703-033b were reviewed and there were no confirmed reports of foreign material inside the device. Based on the customer report, the sample received, and material analysis, the probable root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "occlusion in distal lumen, unable to pass wire during insertion." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information was requested from the customer, however further details have not been provided at this time.